Manufacturer narrative:
(B)(4). This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) due to noise on the rv lead. The patient reported to have received little electric shocks near the pocket. The patient was then admitted to the hospital and the device was deactivated. Device data review determined there was a clear indicator of a high impedance condition. The reported observations were suspected to be attributed to lead impairment. The lead was recommended to be replaced, but currently remains implanted. No adverse patient effects were reported.